Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that the artifacts occurred when trying to do the exposure, calibration failed and showing error message. The device was in clinical use and there was no harm to patient or user. The field service engineer (fse) performed analysis and concluded that the detector had been dropped. Shocks were recorded in the detector shock log. The detector failed the diagnostic test, and calibration attempts were unsuccessful. The new detector was ordered & received at customer site and needs to be fitted as soon as possible. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the artifacts occurred when trying to do the exposure, calibration failed and showing error message. The device was in clinical use and there was no patient or user harm. Additional information received that the detector was dropped.